Event description:
During a remote follow-up, episodes of far field r-wave oversensing (ffrwos) and inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable with no consequences.